Event description:
A (B)(6) distributor contacted zoll customer support to report that a charger would not charge batteries.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't charge batteries) was confirmed. Upon investigation the charger was unable to recognize a battery pack. The cause for the failure was isolated to the seating of the battery board within the charger enclosure. When the battery would sit in the battery board well, the battery connector was not making proper contact with the battery board, preventing the charger from recognizing the battery. The root cause for the improper seating was unable to be positively identified. No adverse events resulted from the defective battery charger/modem.